Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Usfda MDR determination: it was reported the metal liner was revised. There are currently no clear allegations of patient consequence or injury, or device malfunction, that are related to depuy devices or procedure. Additional follow-up has been initiated. If new information becomes available, then the current us-FDA MDR reportability determinations may be revised. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle metal liner was revised. Doi: unknown; dor: (B)(6) 2021: left hip.